Event description:
It was reported while using bd maxplus pressure rated extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reporter "we have discovered a potential defect/issue with the bd maxplus pressure rated extension set (mpx5300-c). The tubing easily detaches in two places, and detached during a CT contrast exam on a patient when contrast was administered. This resulted in spillage of blood and some contrast material. All it takes is a slight, gentle pull and the tubing detaches from both sides of the central connector."

Manufacturer narrative:
H6: investigation summary: photos representation of sample was provided and investigated for this complaint. It was reported by the customer that a potential defect/issue with the bd maxplus pressure rated extension set (mpx5300-c). Customer stated that the tubing easily detaches in two places. The photos verified the complaint and the separation described was clearly presented. The manufacturer was notified of this issue for further investigation. The possible root causes of this failure are due to improper use of solvent dispenser by the operator during that point in assembly. A device history record review for model mpx5300-c and lot number 22079201 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reporter "we have discovered a potential defect/issue with the bd maxplus pressure rated extension set (mpx5300-c). The tubing easily detaches in two places, and detached during a CT contrast exam on a patient when contrast was administered. This resulted in spillage of blood and some contrast material. All it takes is a slight, gentle pull and the tubing detaches from both sides of the central connector."